Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture. This lead was out of service. A new lead of different model was placed. No additional adverse patient effects were reported.